Event description:
During x-ray imaging, the pressure tube displayed a crack, then contrast agent leaked and it got into the eyes of nurse. Nurse washed the agent away with running water. No health damage for patient or nurse.

Manufacturer narrative:
Results: one incomplete used kit consist of one 30" high-pressure tubing assembly was received with a unit package labeled with affected lot number 911404. Visual examination on the returned device showed that a cut on the surface of the returned high pressure tubing upon receipt. This cut resulted to a small opening on the surface of the high pressure tubing. A review of the batch documentation, which includes device history records and inspection reports, showed that no problem were found relating to damaged device during manufacturing process. Conclusion: based on the above evaluation, the possible cause could not be determined. The high pressure tubing is pvc type tubing that could be damaged when comes in-contract with either a sharp and/or with very high temperature object. (B)(4).